Manufacturer narrative:
B3: date of event - article publication date of (B)(6) 2023 used as event date is unknown. Aglan a., ijaz s., hook b., collins j., dani s. 2023. Watchman device procedure complicated by intramural aortic root hematoma. Journal of the american college of cardiology: poster contributions, volume 81, issue 8, supplement a, 07 march 2023, page 3950.

Event description:
Aglan a., ijaz s., hook b., collins j., dani s. 2023. Watchman device procedure complicated by intramural aortic root hematoma. Journal of the american college of cardiology: poster contributions, volume 81, issue 8, supplement a, 07 march 2023, page 3950. It was reported via literature article that an intramural aortic root hematoma and thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Following the deployment of the closure device, transesophageal echocardiogram (tee) revealed an aortic root intramural hematoma with crescentic wall thickening, 30mm by 8mm. Computed tomography angiography (cta) confirmed the intramural hematoma was located posterior to the aortic root and anterior to the pulmonary vein confluence. Anticoagulation was discontinued and tee and cta showed the intramural hematoma remained stable. Four (4) days post index procedure cta revealed a subacute periaortic thrombus and the patient began warfarin. Two months post index procedure tee revealed the intramural hematoma had resolved.